Manufacturer narrative:
(B)(4). Upon further review by baxter personnel, the root cause of the confirmed ruptured reservoir was due to a manufacturing defect. This issue is being investigated through corrective and preventative action (CAPA).

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during filling. The device was being filled with a solution containing 60 ml fluorouracil and 40 ml saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the reservoir ruptured in a longitudinal direction, extending from the set-cap post then split at the volume indicator post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. (B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.